Manufacturer narrative:
This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4). (B)(4). A follow-up report will be submitted when the evaluation is complete. An evaluation is in-process.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a batch record review, a search for similar complaints, and a review of labeling. Return material from the customer was not available. A sensitivity testing protocol was executed using in-house material of lot 40114i00; testing met the acceptance criteria and determined the reagent is performing acceptably. The batch record review found no issues. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect hiv ag/ab combo assay, list number 04j27, lot 40114i00 was identified.

Event description:
The customer observed (B)(6) results for one female patient. The patient was diagnosed (B)(6) in 2010. The customer provided the following data: (B)(6) initial 0.61 (B)(6) and retest 0.63 (B)(6). The customer sent the specimen to another lab for testing, also using the (B)(6) (lot number is unknown to the customer), the result was also (B)(6) (0.72 (B)(6)) the specimen was retested using the (B)(6) methods, each generating (B)(6) results. The (B)(6) load was determined to be (B)(6) copies/ml. The customer provided previous results for this customer, since 2010, (B)(6) 3.97 (B)(6). There was no adverse impact to patient management reported.